Event description:
Suicidal ideation was reported. The patient was frustrated and wanted to take the device out. He also wanted to smash his device with a hammer and "have it be all over with". A suicide hotline was offered to the patient but he did not want it. The pump was refilled on (B)(6) 2012 and the next refill was due in the (B)(6) timeframe. The device system was used to deliver bupivacaine and morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l39975, serial#, implanted: 1996 (B)(6), explanted: product typ catheter. (B)(4).